Manufacturer narrative:
One hydromark marker, product code 4010-02-15-t3, was placed at the time of the initial biopsy. It was reported that no marker was present within the tissue, but the tissue where the marker should have been located was inflamed. As the device was discarded by the customer, it could not be evaluated, nor could the incident be confirmed to be directly linked to our device. Although it could not be concluded that our device caused or contribute to this event, due to the reported adverse event, the potential for a subsequent procedure and/or treatment intervention, as well as medical consultation on similar events, this event has been determined to be reportable pursuant to 21 cfr 803. As such, we are submitting this medwatch report. Device discarded by customer.

Event description:
The affiliate reported that no marker was located in the tissue and there was inflamed tissue where the marker was suspected.